Event description:
(B)(4). It was reported that coronary artery dissection occurred. In (B)(6) 2014, the patient presented due to asymptomatic ischemia and percutaneous coronary intervention (pci) was performed. The 15 x 2.3 mm, new, concentric, type b1 and 90% stenosed target lesion contained in a <= 45 degree angulation and with tmi flow 3 was located in the mid-distal left anterior descending (lad) artery. The lesion was treated with placement of a 2.25 mm promus premier oue mr drug eluting stent. Following post dilatation, coronary artery dissection was noted in the distal lad and a 16 x 2.25 promus premier ous mr was deployed at 8 atmospheres to treat the dissection. Post procedure, tmi flow 3 was restored with 0% visual residual stenosis. The event was considered resolved. The physician thought that the 1st stent (2.25 promus premier stent) was the cause of the dissection.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).